Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that he customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 806 mg/dl and high ketones; cause was unknown. Ketone levels were identified as life threatening by health care provider. Customer tried to address the elevated bg with by a manual insulin injection and bolus via the pump. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2023.